Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the e216 error occurred due to a defective cable. However, the specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had connection issues with the video system center before or after the procedure. The issue was found during preparation for use for an unknown procedure. No reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found an e216 error due to bad cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the reportable malfunction documented in reportable event description, the additional evaluation findings are as follows: the coupler was corroded, video connector appeared defected, and the dot correction was not possible. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.